Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in MFR contact info. And manufacturer site. And the (B)(4) registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number for this incident was not provided. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer's indicated failure mode.

Event description:
It was reported after using an unspecified bd insulin syringe, a consumer broke the needle off of the syringe to dispose of it in a recycling container. The needle fell to the floor and the consumer stepped on it. The consumer had surgery to try and remove the needle but it was unsuccessful. The consumer may have a second surgery but her physician advised her that the needle was encapsulated and to leave it alone. The consumer stated that she is okay.